Event description:
It was reported that t:slim x2 pump battery would not charge reliably and charging connection was unstable, requiring caller to hold cable in place or position pump carefully, with visible damage noted on usb port. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary, while technical support arranged a replacement pump under warranty.